Event description:
Sheath pulled using device. Protocol followed and air bladder tested. When placed on pt, snug. Sheath was removed; air bubble inflated with device manometer. Air bubble partially inflated, but did not register on manometer and would not inflate fully. Pt began to bleed, and in an attempt to apply pressure, the belt was tightened on pt. When belt tightened, the device broke in half. Manual pressure placed at site until a new device was placed.